Manufacturer narrative:
Additional information has been received which was not included in the initial report. The additional information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer has passed away at home. The cause of death was heart attack. The caller stated that the customer was not feeling well in the morning and was vomiting. Her blood glucose in the morning was between 200 mg/dl and 300 mg/dl. When last checked at 9 o'clock in the morning, her blood glucose was 156 mg/dl. Previously, the customer had three major heart attacks. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip was noted during the visual inspection. The trace history showed a daily total of insulin from 23.025 units to 32.025 units per day. The basal daily total was 11.0 units to 11.02 units per day. The bolus total was 4.5 units to 21.0 units per day.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.